Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed. The customer¿s blood glucose was 4.3 mmol/l at the time of incident. Customer reports the insulin pump was exposed to magnetic field. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed no motor movement during rewind due to a jammed gearbox. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Rewind anomaly confirmed. Exposed to magnetic field or MRI unknown.